Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of therapy induced arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had a history of pacemaker mediated tachycardia (pmt) episodes. Due to the pmt episodes the post-ventricular atrial refractory period (pvarp) was extended. Later the physician requested review of a stored ventricular episode. Technical services advised due to the extended pvarp the atrial sense fell into refractory and was undersensed. An atrial pace was delivered when not required. This atrial pace caused the ventricular sense to fall into the blanking period. A ventricular pace was delivered when not required and induced ventricular fibrillation (vf). A shock was delivered which terminated the vf arrhythmia. The field representative provided the programming was optimized and premature ventricular contractions were no longer observed. Field representative and the clinic will continue to monitor at this time. Additional information provided this ICD was subsequently explanted during a therapy upgrade procedure. A cardiac resynchronization therapy defibrillator was implanted to complete the procedure. This ICD has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had a history of pacemaker mediated tachycardia (pmt) episodes. Due to the pmt episodes the post-ventricular atrial refractory period (pvarp) was extended. Later the physician requested review of a stored ventricular episode. Technical services advised due to the extended pvarp the atrial sense fell into refractory and was undersensed. An atrial pace was delivered when not required. This atrial pace caused the ventricular sense to fall into the blanking period. A ventricular pace was delivered when not required and induced ventricular fibrillation (vf). A shock was delivered which terminated the vf arrhythmia. The field representative provided the programming was optimized and premature ventricular contractions were no longer observed. Field representative and the clinic will continue to monitor at this time. This ICD remains in service. No additional adverse patient effects were reported.